Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 245 mg/dl. The nurse who called stated that she did not exhibit current symptoms of high blood glucose. The caller stated that the customer was admitted into the urgent care center with a blood glucose reading of 397 mg/dl. She stated that she had been delivering insulin throughout the day and had to change the infusion set twice because of rising blood glucose. The caller noted only 1 infusion set/reservoir change, though the customer reported 2. The caller stated that the blood glucose reading was over 400 mg/dl, and the customer may not have known what she was doing. The customer was treated with an insulin drip and had been wearing the insulin pump at the time of admittance. Upon troubleshoot, the device worked as designed. The nurse found that the fixed prime settings were too high and would check with the customer an educator about the issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.